Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm and unresponsive button due to blank display. Pump received with cracked case at display window corners, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after it fell into a swimming pool. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.